Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. The customer did not follow the load sequence, tandem technical support educated the customer, this is considered off label insulin use. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit (ICU) with a blood glucose level of 683 mg/dl. The customer was treated intravenously with fluids of saline and insulin in the ICU. The customer was released on with no permanent damage and issue resolved on (B)(6) 2024. A systems check with tandem technical support verified the pump was functioning as intended.